Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. There was no indication of product return.